Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded: "found no issues with power calibration, system is properly calibrated per lumenis specifications. Found filters not being recognized intermittently on the ipl hand piece, replaced ipl hand piece". Reported malfunction found to be not related to reported adverse event, therefore subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that three (3) patients sustained a swelling in the facial, chest and neck areas following treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.